Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. She also stated that manual removal was successful and medical attention was not required. Consumer reported she was satisfied, no further follow ups are tasked.